Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) did not feel adequate stimulation. It was reported the pt's maximum amplitude on his programmer was reached, but he stated the stimulation was not strong enough. No further info is available at this time.